Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Renal dysfunction is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's hydration status, prescribed medications, cardiac history, and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was hospitalized on (B)(6) 2017. Patient has a history of renal dysfunction and required dialysis on (B)(6) 2017 for five (5) days. Patient was discharged home on (B)(6) 2017. No further information provided.